Event description:
The customer stated the beckman coulter, ac.t diff 2 analyzer was dripping fluid which appears to be isoton from the probe to the top of the sample vials in the closed vial station. This has been an intermittent issue ((B)(4)). No death or injury is associated with this event. No patient results were affected and there was no change to patient treatment. The customer was wearing gloves at the time of the leak. The field service representative (fse) proactively replaced lv 11 (angar three-way solenoid valve used to control diluent output from the sample syringe) and, in doing so, discovered lv 10 (angar three-way solenoid valve / probe-wipe diluent select) functioning intermittently. The fse installed lv10 and ensured the instrument to be running properly. No similar events have occurred since this service. The root cause of the leak from the probe is attributed to lv10 functioning intermittently.

Manufacturer narrative:
(B)(4).